Event description:
It was reported that pump displayed malfunction alarm code 12 with no notable events occurring beforehand and that issue did not cause customer¿s blood glucose level to exceed normal limits. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, received pump reset instructions, successfully reset pump without recurrence of malfunction, and was advised to continue using pump and to call back if malfunction alarm appeared again, which customer acknowledged and understood.